Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). Manufacturer representative reported patient has weakness of lower limb on the right side. Health care professional will remove the entire system on (B)(6) 2022. Troubleshooting was not required.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 23-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.